Event description:
A hospital reported to our distributor that the rt040m full face mask cushion separated at high pressure. The pressure was set at inspiratory positive airway pressure 16/continuous positive airway pressure 4 on a vision ventilator in the st mode. The report also stated that the cushion of the rt040m full face mask was not removed prior to fitting of the mask to the pt. No pt injury was reported.

Manufacturer narrative:
The device is expected to be returned to the MFR in another country, method : no info to date. Results: investigation still underway. No results to date. Conclusions: no conclusion can be made at this time. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.014%. However, we are awaiting return of the device for fault confirmation.